Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that system takes 10 minutes to turn off. Upon functional testing fse pulled log file for biu analysis and it can¿t find the reason of failure. The reported issue didn¿t reoccur after initial occurrence. The system was performing as intended and handed over to the customer.

Event description:
It was reported to philips that system takes 10 minutes to turn off. The device was inside clinical use at the time of the event. No patient harm was reported.